Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues with mz5304 could not be verified due to the product not being returned for failure investigation. Device history record review for model mz5304 lot number 24049354 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 20apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was disconnecting the following information was received by the initial reporter with the following verbatim: anesthesiologist states that she started a 22g piv in the foot for an endoscopy case. She gave propofol through the piv, and then the patient's blood pressure tanked so she attempted to give a medication to increase his blood pressure, when the medication didn't work she looked at the IV and the extension set had disconnected and the medication was in the bed. The patient was coded at this time.